Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed an open and bleeding skin irritation under the front therapy electrode pad. There is no alleged device malfunction. The patient is a nurse and applied a band-aid over the irritation. Follow-up indicated that the irritation had healed.